Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the right atrial lead exhibited multiple episodes of noise, which was inhibiting pacing. Lead fracture was suspected. The lead was explanted and replaced. The patient was recovering and discharged.

Manufacturer narrative:
A connector portion of the lead was returned in one piece measuring 18.7cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.